Event description:
It was reported that the patient underwent hernia surgery unrelated to the device and developed a mrsa infection. Due to this infection, this artificial urinary sphincter (aus) device was explanted, and a new aus was implanted. There were no additional patient complications reported.